Manufacturer narrative:
Investigation is not completed. Trends will be evaluated. Additional info has been requested from the user facility and the surgeon. This report will be amended when the investigation is completed.

Event description:
Allegedly this was revised years ago at lafayette home hosp and found when they were cleaning.